Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that spot check vital signs monitor was being used for continuous monitoring of a critical patient. The healthcare provider noticed that the displayed oxygen saturation readings displayed 97-98% were not current and that no waveform was present. The patient was found unresponsive with vomitus present inside and outside of the mouth. CPR was initiated and the cardiac arrest team was activated. CPR was performed for approximately 14 cycles before being discontinued.

Manufacturer narrative:
The good faith effort response identified that "the device was used with a critically ill patient who was hospitalized for an extended period of time and the patient passed away after the event. Additional information indicated the monitor was being observed by the nurses and that the monitor was not a philips monitor. Based on this information, a philips device did not cause or contribute to the event".